Manufacturer narrative:
Investigation and resolution determined on the phone with abbott point of care tech support specialist and the customer. Material was not returned by the customer. The cause of the injury was not due to a product malfunction but rather, the customer's failure to follow product literature. The customer was referred to and advised to use the product literature.

Event description:
In 2008, abbott point of care (apoc) was contacted by a customer, who reported that while opening an I-stat chem8+ control, level 3 the customer cut their finger. As a result, this person was given a tetanus booster inoculation. There was no indication that there was a product malfunction. The customer informed apoc they had failed to follow instructions for use. The I-stat, chem8+ control, level 3 - a buffered aqueous solution for in vitro use for quality control on the I-stat system.